Event description:
It was reported the patient presented to clinic for routine follow-up with stored vt episodes where the patient received inappropriate atp therapy. Most of the episodes show an avnrt and treats with atp. The device is set to if any for svt discrimination. The low morphology scoring observed causing morphology to indicate vt. Reprogramming was recommended. The patient will be monitored with routine follow-up. No further information is available.